Event description:
A portion of the gasket in a 12mm ethicon/endopath trocar sleeve dislodged and was loose in the abdomen. The missing piece was noted prior to closure and was retrieved by the surgeon with no apparent injury to the pt.